Event description:
It was reported that prior to use of a bd¿ allergy syringe with permanently attached needle 27 g x 3/8 in., 0.5 ml, the needle penetrated through the shield. The patient required a bandage for a puncture wound and scratch. The following information was provided by the initial reporter: a registered nurse reported that she received a needle stick from a bent needle that came through the side of the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use of a bd¿ allergy syringe with permanently attached needle 27 g x 3/8 in., 0.5 ml, the needle penetrated through the shield. The patient required a bandage for a puncture wound and scratch. The following information was provided by the initial reporter: a registered nurse reported that she received a needle stick from a bent needle that came through the side of the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-mar-2022 h6: investigation summary the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (2) loose 1/2ml syringes without any packaging from lot # 1077585 product # 305536 with the reported issue of ¿needle bent¿. Both returned syringes were examined and both exhibited a bent cannula. A review of the device history record was completed for batch #1077585. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Root cause cannot be determined at this time as the samples were returned loose and may have been used. H3 other text : see h10.